Event description:
Related manufacturer reference number: 2017865-2024-00597. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right ventricular (rv) lead had reduced sensing issue. It was also reported that the right atrial (ra) lead exhibited oversensing resulted in mode switch episodes. No intervention was performed. The patient had no adverse consequences.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.